Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device eval revealed that the drill performed according to all specs, however damage to the pneumatic hose assembly was found. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, an air leak was discovered in the hose portion of the pneumatic drill. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.